Event description:
On (B) (6) 2009: "caller alleged imprecision with inratio meter. Results as follows:"on (B) (6) 2009: 1.4 inr (done in dr's office while training on how to use meter). On (B) (6) 2009: 3.2 inr. On (B) (6) 2009: 1.1 inr.

Manufacturer narrative:
On (B) (4) 2009, investigation revealed improper technique- meter was sometimes put on bed during testing and diabetes lancet used. Proper technique was discussed at length and when patient retested the result was 1.6. On (B) (6) 2009: patient called back and reported that last friday ((B) (6) 2009), he retested at his doctor's office and obtained: 1.5 inr (dr's inratio meter) vs 1.6 (pt's inratio2 meter). On (B) (6) 2009, inratio precision data provided by end-user lot (inratio meter): date: (B) (6) 2009. 1st inr = 1.4 ((B) (6) 2009). 2nd inr = 3.2 ((B) (6) 2009) 3rd inr = 1.1 ((B) (6) 2009). Tests were done more than three hours apart- considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Inratio meter. Mean: 1.9. Sd: 1.1. % cv: 59.8. The 59.8% cv is more than 20%. Per internal procedure, the precision test failed the criteria for precision. Products will be tested if meter is returned. There is evidence that the meter will not be returned and no further testing possible. No corrective action required as no product deficiency was established.